Event description:
It was reported that the single-chamber implantable cardioverter defibrillator (ICD) patient received anti-tachycardia pacing (atp) three high-voltage shocks for an episode detected in the ventricular fibrillation (vf) zone. Review of the episode showed the first high-voltage shock was delivered with more than the programmed high-voltage energy, and the second shock was delivered with less than the programmed high-voltage energy. The third shock was delivered with the full and correct amount of high-voltage energy and successfully terminated the rhythm. Further review of the episode data indicated that short circuit protection (scp) was triggered during the first-phase of delivery for the second shock resulting in the low energy being delivered, and also indicated the first shock was delivered with more than the programmed energy as it should have triggered scp but did not. The ICD was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.